Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, a fiber material was found on the burr. The target lesion was located in the left anterior descending. It was reported that after connecting the burr and advancer unit, the physician found that there was a fiber material on the tip of the burr. It was further reported that the fiber was white and the burr may have come into contact with gauze while on the procedure table. The procedure was completed with another of the same device and no patient complications were reported. The patients status is stable

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, a fiber material was found on the burr. The target lesion was located in the left anterior descending. It was reported that after connecting the burr and advancer unit, the physician found that there was a fiber material on the tip of the burr. It was further reported that the fiber was white and the burr may have come into contact with gauze while on the procedure table. The procedure was completed with another of the same device and no patient complications were reported. The patients status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that white fibrous material was attached to the distal coil. The catheter unit was attached to a test advancer unit. A tug test and connect/disconnect test were performed to examine the integrity of the connection. No issues were noted with the unit¿s handshake connector during the connection of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states that "the burr at the distal tip of the rotalink catheter is capable of rotating at very high speed. Do not allow parts of the body or clothing to come in contact with the burr." (B)(4).

Manufacturer narrative:
(B)(4).